Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia with medical intervention. No lot qualification records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that he was fasting on (B)(6) 2014 and his blood glucose (bg) was 158 mg/dl so he took a bolus of 0.80 units. About 1.5 hours later, he ate a granola bar and bolused 2.00 units. About 2.5 to 3 hours later, he said he was feeling odd and had a bg of 20 mg/dl so he ate candy. He boarded a plane, and passed out on the plane for approximately 30 minutes. When he awoke, he was being treated by 2 doctors that were on the plane. He was given an IV and glucose tablets to raise his bgs. The pod was discarded.